Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to a cerebrovascular accident (cva). No further information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported cerebrovascular accident could not be determined through this evaluation. The device was not returned for evaluation. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information was received from the hospital personnel on (B)(6) 2016 stating that prior to the reported cerebrovascular accident (cva), the patient had low inr for several weeks despite increasing dosages of anticoagulation medications. The patient was instructed to use lovenox to bridge while trying to increase his inr; however, the center questioned the patient's compliance regarding both the warfarin and lovenox. A head computed tomography confirmed cva. It was stated that at the time of the event, the patient's inr goal was 1.7 to 2.5. The patient's inr was below 1.3 for several weeks leading up to the event. The patient was administered with tissue plasminogen activator (tpa) at an outside hospital prior to being transferred to the center. There were reportedly no device-related issues or active alarms. The information provided indicated that the pump will not be returned for evaluation.